Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was since roughly a week ago when the pt went to adjust their therapy stimulation they received the message settings not available cannot provide desired settings. Pt was no longer receiving stimulation even after attempting to change to a different settings. Pt mentioned that they had a cervical stimulator which caused the pt to have the settings set to a low setting. The patient was redirected to their healthcare provider to further address the issue. It was reported that message indicated not able to deliver desired settings on programmer. An appointment set up for this thursday to evaluate system. Additional information was received from the manufacturer representative (rep) reporting that their colleague saw the patient on 7/1. It was reported that factors that led to the ¿settings not available¿ message was an impedance test was performed which showed electrode 0 and 1 were out of range and were being utilized in programming. It was reported that the rep reprogrammed around the affected electrodes. The patient was no longer seeing the ¿settings not available cannot provide desired settings¿ message. The patient was happy with their programming session. The issue was resolved. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. Additional information from rep reported clarification that impedances were avoid, high. The cause was undetermined, no issue with connectivity. Patient has not reported any falls. Patient 's weight was asked, unknown.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.